Event description:
An 3.5/26 orsiro mission drug-eluting stent was successfully placed in the prox. Lad. When attempting to place the 3.0/22 orsiro mission (complaint device) through the already implanted stent, unable to cross. Undeployed stent was removed, and further dilatation was performed. The undeployed 3.0/22 orsiro mission was inspected, and integrity confirmed and reinserted in the patient. The 3.0/22 orsiro mission would not cross the diagonal lesion. The undeployed stent was not on the device anymore, when removing it again from patients body. The stent dislodged in the prox. Lad/lm portion of the body which was confirmed with the ivus. Due to the stent dislodgment the patient began to experience immense chest pain and was unable to remain still. Patient was intubated and the dislodged stent was covered with a xience des. The patient was discharged from the hospital on (B)(6) 2024.

Manufacturer narrative:
Combination product: yes

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The complaint product was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided still images of the angiographic material and the ivus still images were reviewed. The still images of the angiographic material show the lca. The complaint device or the actual complaint event is not visible. The angiographic material does not contain further relevant information regarding the root cause of the complaint. The two still images of the ivus material show a dislodged stent in the vessel before crushing it to the vessel wall. The still images of the ivus material does therefore not contain further relevant information with regards to the root cause of the complaint. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU clearly states not to re-insert the stent system if the stent system was removed prior to expansion and that the distal lesion should be initially stented, followed by stenting of the proximal lesion.

Manufacturer narrative:
Combination product: yes. The complaint product was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided still images of the angiographic material and the ivus still images were reviewed. The still images of the angiographic material show the lca. The complaint device or the actual complaint event is not visible. The angiographic material does not contain further relevant information regarding the root cause of the complaint. The two still images of the ivus material show a dislodged stent in the vessel before crushing it to the vessel wall. The still images of the ivus material does therefore not contain further relevant information with regards to the root cause of the complaint. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU clearly states not to re-insert the stent system if the stent system was removed prior to expansion and that the distal lesion should be initially stented, followed by stenting of the proximal lesion.